Manufacturer narrative:
After further review of additional information received and have been updated accordingly. The battery passed visual inspection, but failed functional testing due to a faulty electrical component. Battery received.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the controller changed to the second battery when the battery had greater than 25% capacity (2 indicator lights) still remaining.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was exchanged and returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The battery passed external visual examination but failed functional testing; a faulty internal component was found. The reported event was not confirmed via review of the controller log files. Analysis indicated that the reported power switching likely occurred due to a failure in communication between the controller and the batteries. Fsca apr2014 was distributed to reinforce proper power management. The root cause of the reported event is most likely a communication anomaly between the batteries and the controller.